Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level registering as "high," with a specific value not provided. The customer addressed the high blood glucose by administering a correction bolus via the pump. Additionally, the customer resumed insulin use to resolve the issue.